Event description:
It was reported that the 9600 system displayed a "bad x-ray temperature sensor detected" message. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Repaired broken wire in the high voltage cable. The system was tested and found to be working as intended and placed back into service.